Event description:
It was reported that the device was used during a femoralpopliteal vein bypass graft. The clips were not holding when applying to the vessel. Another device was was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.